Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called and stated that she had a left tka on (B)(6) 2016. Prior to revision, patient had a cat scan and was told that she had a displaced patella. On or about (B)(6) 2017 she started experiencing pain up and down her leg. On (B)(6) 2018: this pi is for pain after revision.

Event description:
Patient called and stated that she had a left tka on (B)(6) 2016. Prior to revision, patient had a cat scan and was told that she had a displaced patella. On or about on (B)(6) 2017. She started experiencing pain up and down her leg. On (B)(6) 2018: this pi is for pain after revision.

Manufacturer narrative:
Corrected data: date of implant. Additional information: brand name: product long description; common device name: product code, common device name; catalog#, lot#, expiration date; PMA/510(k)#; manufacturing date. The following devices were also listed in this report: triathlon cr x3 tibial insert; cat#: 5530-g-109; lot#: lco159, triathlon cr femoral comp#: 2 l-cem; cat#: 5510f201; lot#: s8djy, triathlon cr prim cem fxd bpl#: 1; cat#: 5520b100; lot#: edd3j, simplex with tobramycin 1pack; cat#: 6197-9-001; lot#: mdu036, simplex with tobramycin 1pack; cat#: 6197-9-001; lot#: mdu041, simplex with tobramycin 1pack; cat#: 6197-9-001; lot#: mdu041. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding periprosthetic fracture involving a triathlon patella was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no porducts were returned. Clinician review: a review of the medical records by the consulting clinician indicated " throughout her post operative course she experienced patellofemoral related pain. In contrast the bony patella resection was significantly assymetric and the patella although midline showed significant lateral tilt. Review of serial xrays demonstrate progression of the patella tilt. On (B)(6) 2016, the patient was returned to the operating room for an arthroscopic procedure. An attempt was made to improve patella alignment by surgically releasing the soft tissue structures on the lateral aspect of the patella ¿ a lateral retinacular release. Post operatively the patient continued to have difficulties requiring bracing and a cane. The surgeon notes in his postoperative visit notes that there is wear and degeneration of the patella. On (B)(6) 2017 a CT scan of the patella was performed which showed acute on chronic changes mildly displaced patella fragmentation with subluxation of the patella. Surgeon notes prior to the CT noted small per- patella bone fragments so the acuity of the ¿fracture noted on CT can not be verified. The prosthetic patella remained well fixed. Bracing and activity modification were continued. No further record of evaluation or treatment were provided. The origin of this harm is most likely related to the asymmetric bony resection of the native patella causing patella tilt and asymmetric tracking. Attempts to alleviate this problem through alteration of the soft tissues via arthroscopic lateral release were unsuccessful. The acuity of ¿fracture¿ noted on CT scan report can not be verified. No CT images were available for review. Surgeon notes prior to the CT indicated small peri- patella bone fragments were present throughout her post-operative course. There is no evidence for defect in the implants or their manufacture." Product history review: a review of the product history review indicated the devices accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was not confirmed. A review of the medical review concluded that "the origin of this harm is most likely related to the asymmetric bony resection of the native patella causing patella tilt and asymmetric tracking. Attempts to alleviate this problem through alteration of the soft tissues via arthroscopic lateral release were unsuccessful. The acuity of ¿fracture¿ noted on CT scan report can not be verified. No CT images were available for review. Surgeon notes prior to the CT indicated small peri- patella bone fragments were present throughout her post-operative course." No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.